Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
A company representative reported that approximately 7 years post-operatively it was noticed via x-ray that a reflex-hybrid variable angle self tap bone screw had fractured and migrated. The patient reported pain.

Event description:
A company representative reported that approximately 7 years post-operatively it was noticed via x-ray that a reflex-hybrid variable angle self tap bone screw had fractured and migrated. The patient reported pain.

Manufacturer narrative:
Device remains implanted.